Event description:
The customer reported being in the emergency room due to high blood glucose above 300mg/dl and diabetes ketoacidosis caused by pneumonia. The customer also had a hospitalization that it may be related to the reservoirs affected by the recall, but she was not sure. Troubleshooting was declined as customer believes it was not device related. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.